Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 48mm x 40mm, eccentric, de novo target lesion was located in the non-tortuous and non-calcified proximal right coronary artery. After a non-bsc guide catheter was placed and a non-bsc guide wire crossed the lesion, a 4.00mm x 20mm nc emerge® balloon catheter was advanced for dilation. However, it was noted that the device became stuck with the guidewire. Both devices were removed together and procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter with an unidentified .014 guidewire in the lumen. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The guidewire that was received in the guidewire lumen was removed with some resistance, the guidewire is kinked and damaged in numerous locations. The inner shaft and outer shaft is buckled in numerous locations and the tip is damaged. The damage is consistent with the damage that is seen with the use of a guidewire. There are numerous hypotube and shaft kinks. The shaft is damaged at the exit notch which is constant with damage seen with use of a guidewire. Functional testing was performed using a test .014 thruway guidewire, the guidewire was inserted into the tip and could not advance past the buckled inner shaft damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 48mm x 40mm, eccentric, de novo target lesion was located in the non-tortuous and non-calcified proximal right coronary artery. After a non-bsc guide catheter was placed and a non-bsc guide wire crossed the lesion, a 4.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the device became stuck with the guidewire. Both devices were removed together and procedure was completed with a different device. No patient complications were reported and the patient's status was stable.